Event description:
It was reported that during a suture bridge procedure, the anchor broke at the level of the second spiral (thread). The fragment was not removed. A second anchor was put in a second hole, this time the surgeon used a tap. The surgeon did not put a second anchor over the broken one, only besides it, so that there is some more compression to the fragment. Procedure was finished with another device and a new hole. Bone normal.

Manufacturer narrative:
Patient demographics (date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complainant's event typically caused by over-insertion, not inserting the implant co-axial to the bone tunnel or prying/leveraging the driver while the implant is still loaded. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Discarded by facility.